Event description:
The initial reporter received a questionable elecsys tsh result from one patient sample tested on the cobas e411 rack. The reporter deemed the initial result incorrect and did not report the result outside the laboratory. The initial result was 0.033 miu/ml with a data flag. The repeat result was 5.55 miu/ml with a data flag. The repeat result was deemed correct and reported.

Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer inspected the analyzer and found damaged pinch tubings. He replaced the tubing and verified the analyzer was again performing according to specifications. The investigation determined the service actions resolved the issue.